Event description:
It was reported by the rep that the (1) 512sa was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon could not get the trocars to arm. The red arming button kept springing back when pushed. The surgeon opened up another kit and completed the case. The was no consequence to the patient.